Event description:
The patient reported that the pump was continuously vibrating. The patient changed the battery however the issue continued. The alleged malfunction is not likely to cause an adverse event as it does not affect insulin delivery function.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: no issues were found with the pump's vibratory alarm system. All keypad buttons were found to be responding appropriately. Unrelated to the complaint, the battery compartment was found to be cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).